Event description:
Customer claims that when he received the alarm back from evaluation by posey, the alarm was not wrapped and packaged properly inside the shipping box. Additionally when the alarm was tested it has intermittent power. New batteries were inserted into the alarm and when the sensor was detached, there was no alarm tone. There are no visible signs of damage to the alarm case detected. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product shows that the alarm powers on, but when pressure is released from the sensor pad a static noise sounds instead of the normal alarm tone, after two seconds the unit powered off. The liquid alert label is missing from the unit. Note: posey instructions for use warning statement: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. (B)(4).